Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that the patient experienced cardiac arrest and ventricular tachycardia. During a pulsed field ablation procedure for pulmonary vein isolation, ventricular tachycardia occurred immediately after delivery to the right inferior vein. This progressed to ventricular flutter and ultimately resulted in pulseless electrical activity of the heart. An ultrasound of the heart showed no pericardial effusion, and st-segment elevations were not observed during the procedure. The procedure was stopped, and the 15-minute resuscitation of the patient was able to restore the patient's independent heartbeat. The patient is currently in the intensive care unit and has not been discharged. Additionally, ventricular heart failure was the indication for ablation, and ventricular tachycardia occurred as an emergency. The patient has pre-existing conditions including atrial fibrillation, post-heart attack condition, and mitral valve insufficiency. The device is expected to return for analysis.